Manufacturer narrative:
The process of gathering and analyzing the information is ongoing. The follow-up will be provided within next report.

Event description:
On (B)(6) 2022 arjo was informed about the incident involving the maxi sky 440 ceiling lift. It was reported that a resident was being transferred by a caregiver using the maxi sky 440 ceiling lift and a sling when the resident fell. The circumstances and details regarding the incident are not known. According to the information provided, as a result of the incident the resident sustained "a permanent serious impairment of important physical, mental and psychological functions including but not limited to a traumatic brain injury, as well as a spraining, straining and tearing of the muscles, tendons, ligaments and nerves throughout his body".

Manufacturer narrative:
On (B)(6) 2022, arjo was informed via legal claim statement about an incident involving the maxi sky 440 ceiling lift and non-arjo sling. It was reported that during a resident transfer which took place "on or about (B)(6) 2021", the resident fell off from the ceiling lift. As a consequence of the fall, the resident sustained a ¿permanent serious impairment of important physical, mental and psychological functions including but not limited to a traumatic brain injury, as well as a spraining, straining and tearing of the muscles, tendons, ligaments and nerves throughout his body. The resident has undergone and will continue to undergo extensive hospital, medical, surgical, therapeutic, pharmaceutical and other treatment¿. No details regarding the circumstances of the event were provided to arjo. Due to the legal nature of the claim, no additional details could have been obtained. Due to the inability to obtain additional information regarding the circumstances of the incident and to inspect the device, it is not possible to determine the cause of the reported event. It is not known whether the maxi sky 440 ceiling lift had any defects that could have resulted in the patient's fall. Additionally, it is our belief that the lift is the arjo ceiling lift but the sling was the competitor sling (non-arjo). Ceiling lifts manufactured by arjo should be used with compatible arjo slings. The instructions for use for the maxi sky 440 ceiling lift (document number: (B)(4)) in the ¿slings ¿ compatible slings¿ section informs the user what slings can be used with the maxi sky 440. The instructions for use for the device also instruct users on the proper use of the lift. The document contains various cautions, warnings and important notes, indicating how the lift should be used to avoid situations that could result in injuries. To conclude, the maxi sky 440 was a part of the system allegedly involved in a resident transfer when the resident fell sustaining serious injuries. The circumstances of the alleged patient¿s fall remain unknown. The complaint was deemed reportable due to an allegation that a resident fell while being transferred using a maxi sky 440 ceiling lift, resulting in serious injuries.